Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump repeatedly displayed alert 41 indicating an insulin shaft rewind error consistent with a failure to infuse, which recurred shortly after multiple restarts even after charging the device to 65 percent; the customer was advised to revert to backup therapy and contact their healthcare provider. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and associated component issue involving the firmware in relation to a failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.